Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented to the clinic with multiple episodes of inappropriate shock. Upon interrogation of the implantable cardioverter defibrillator, it was discovered that the right ventricular lead exhibited high pacing impedance, low high voltage impedance, and dramatically increased pacing percentage. The patient was sent to the emergency room to perform x-ray imaging. The x-ray revealed the lead was coiled around the device most likely due to twiddler's syndrome. The lead was explanted and replaced. The patient was in stable condition during and post procedure.

Manufacturer narrative:
Device evaluation: final analysis found the complete lead was returned in one piece measuring 64.5 cm. The reported events of inappropriate high voltage output, high pacing lead impedance, and low defibrillation impedance were not confirmed. Analysis was normal. No anomalies were found.